Manufacturer narrative:
The hotline was received for evaluation with allegation that an electrical arch can be heard on the inside of the device. No previous repairs were noted within the last 12 months. Functional testing was not performed as the unit was dangerous to operate. The connection between the power switch and printed circuit board (pcb) was found to be damaged. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device display was functioning intermittently and an electrical arch was heard during operation. There was no patient involvement. Evaluation of the returned device confirmed the reported issue, as the connection between the power switch and printed circuit board (pcb) was found to be damaged.